Event description:
It was reported that high left ventricular (lv) lead thresholds prematurely depleted the cardiac resynchronization therapy defibrillator (crt-d) battery. Both the lead and crt-d were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.